Event description:
During an in clinic follow up, a loss of capture and noise resulting in oversensing were noted on the atrial lead. Technical support was contacted and also noted low pacing impedance and low p wave sensing. It was suspected the electrical anomalies were related to a valvular surgery the patient had. Technical support recommended further investigation. Diagnostic imaging was performed and no anomalies were noted. Reprogramming was performed to resolve the event. The patient was stable.